Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that during a 39 week labor induction, the physician injected 40 ml saline into the uterus and cervical balloons. Reportedly during the third round the cervical balloon ruptured circumferentially when injecting 50 ml of saline into the balloon. The physician removed the ruptured balloon and replaced with a new balloon. A section of the device did not remain inside the patient's body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Clarification: the product was not returned to the manufacturer, device images were returned to the manufacturer. No complaint device was has been returned for investigation. The check in photo show a split in the balloon. If device becomes available complaint will be reopened and investigation will be performed at that time. A search of the manufacturer's database identified this complaint to be one of five complaints associated with lot 5815930. Since these non-conformances are related to the complaint issue, appropriate product and quality managers have been alerted. We will continue to monitor for similar complaints. Based on the provided information a definitive root cause cannot be established or reported at this time.